Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. A driver stent was placed in the mid-rca. The physician was attempting to advance the express2 distal to the driver stent, however he was unable to cross the lesion they intented to treat. Upon removal of the express2, it was noted that the express2 had caught on driver stent, and the driver stent had explanted on express2. Another driver stent was placed at the original site. Pt status is listed as "okay".